Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a . Batch/lot number: 1100822920. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a . Batch/lot number: 1100677815. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404130 . Serial number: n/a . Batch/lot number: 1100777244. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff was visually inspected and leak tested. Visual inspection revealed a tear along the lateral edge of the cuff shell toward the adapter, consistent with tool/sharp instrument damage. Leak testing identified fluid loss through the tear. The pump was visually inspected, leak tested and functionally tested. All tests passed. No damage or abnormalities were observed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of atrophy, erosion, scarring, urinary retention were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation, as the allegation relates to atrophy, erosion, necrosis, scarring, urinary retention, reduced blow flow which is addressed in our labeling and risk documentation

Event description:
It was reported that the patient implanted with an artificial urinary sphincter (aus) experienced urinary retention. A cystoscopy was performed, which revealed erosion of the cuff into the urethra. The device was subsequently deactivated, and a catheter was placed. A surgical procedure was performed, during which significant scarring of the underlying tissues was observed. Additionally, the urethra was noted to be avascular, atrophied, and containing necrotic tissue. The aus was explanted, and a catheter was placed. No further patient complications were reported.